Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high d-di d-dimer gen 2 results for one patient sample. The initial result was 743 mg /l with data flag. The repeat result with a 1:3 dilution was 2500 mg/l. The repeat result with a 1:10 dilution was 6680 mg/l. A new sample was drawn from the patient and the results were the same. No specific data was provided. The sample was repeated on a vidas analyzer and result was 151 ng/ml (0.151 mg/l). This result was reported outside the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. A specific root cause could not be determined. Additional information for further investigation was requested but was not provided. Potential root causes include a gammopathy, non-specific agglutination, or a preanalytic issue.